Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported fault was reproduced (image issue). Therefore, it was determined that a faulty contact point due to a failure of the video connector receptacle caused the loss of images. However, the root cause could not be determined. This supplemental report includes a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the customers allegations were not confirmed. However, additional findings in the product evaluation are as follows: there was terminal corrosion of the video connector socket, and the battery was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during inspection before use for a stent removal procedure, the visera video system center sometimes has output to the monitor and sometimes it doesn¿t. Even if you change the rigid scope or a flexible scope, the problem output does not change. The event caused the procedure to be behind schedule for 1 hour while they waited for a replacement device to arrive. The procedure was completed using a similar demo device. The event did not impact a patient or healthcare professional. There was no effect to the patient and no reported patient injury. The device was returned for analysis, and it was discovered that the images are not displayed. This medwatch report is being submitted to capture this reportable malfunction identified during the evaluation.